Manufacturer narrative:
Lot number and device manufacture date provided.on 12-feb-2016, the remainder of the clamp was returned, with screw and retaining washers missing as expected. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested. Replacement spinous process tall clamp shipped to site 01/11/2016. Medtronic investigation finds the suspect spinous process tall clamp was not returned to manufacturer for analysis, however, the adjustment screw and retainer ring were. The retainer ring is no longer attached to the adjustment screw. As a result, the clamp jaws would not have been attached to the adjustment screw. The clamp would have been rendered unusable. Physical damage - pieces broken.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's spinous process tall clamp was damaged. The screw broke off resulting in the inability to remove the clamp from the spinous process. An alternate instrument was brought in to pry the clamp off. This occurred after navigation was complete. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.